Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. T1 and t2 were not returned. Partial suture with cut ends was returned. The depth limiter is attached. The delivery needle is bent toward the left. The delivery curve has been slightly flattened. The symptoms indicate difficulty with reaching desired tissue location. A functional test was performed. The device cycled and actuated with drag. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during lateral meniscus bucket handle tear repairing, 2 fast fix was intended to use but both of them was failed. First one two implants were deployed at the same time. They were hardly removed from patient